Manufacturer narrative:
Additional information was added to d1, d4, g1, h4, and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set was found to be leaking at the hub site, resulting in a puddle on the ground. The issue occurred after hanging the tubing with lactated ringers for patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a2, a3a, d9, h3, g2, g4: PMA/510k #, h6 (update codes: b17 with b01, c20 with c16, and d15 with d0301), h10, h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Pressure and clear passage under water testing were performed and a leak from the second y-site clearlink. An autopsy was performed on the second y-site clearlink and the gland had a hole. The reported condition was verified. The cause was due to the defective supplier material used in manufacturing. Should additional relevant information become available, a supplemental report will be submitted.